Event description:
A medtronic representative reported a stripped screw on an open spine clamp. This issue was identified outside of surgery. There was no patient present.

Manufacturer narrative:
RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported the head of the screw is rounded. There are also tool marks on the screw head damaging the head. Physical damage, deformation, directly caused the event.